Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultrasmart meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged meter issue began on (B)(6) 2015 at 9:00 pm. The patient manages his diabetes with insulin (self-adjuster). During the follow-up call, the patient informed the mss that when he was unable to obtain a blood glucose result due to the error message appearing, he assumed his blood glucose was high after having consumed cake and so administered 18 units of actrapid insulin. The patient claimed he was unable to locate the owner¿s booklet at the time of the alleged issue and assumed the error 5 message meant his blood glucose was too high. During the follow-up call, the patient claimed he began to feel unwell around 10:00 pm and reported developing the symptom of ¿sweating.¿ the patient claimed he treated himself with glucose tablets and phoned out-of-hours medical services for advice. The patient claimed he performed a blood glucose test on another device (onetouch verioiq) at around midnight and a result of ¿2.1 mmol/l¿ was obtained. At the time of troubleshooting, the customer service representative (csr) noted the subject meter was not being used for the first time and confirmed the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. The csr noted the test strip completely drew in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter error message began to appear.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/16/2015). The patient¿s test strips have been returned on 6/3/2015 and evaluated by lifescan product analysis on 6/4/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.